Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples were received for evaluation. Conclusion: without a sample, the reported incident could not be confirmed and a root cause could not be identified. UDI#: (B)(4).

Event description:
Two black spots were observed in the 60ml bd syringe with bd luer-lok¿ tip at the outlet end. The spots were embedded into the syringe material; they were not free.